Manufacturer narrative:
Investigation: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1019981 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 1019981 and test base part number 191-430 / lot 1019981. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1019981 showed that the complaint rate is (B)(4). A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1019981 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however a possible assignable root cause is sample interference or cross contamination.

Manufacturer narrative:
H10- this MFR. Report is one (1) of two (2). Additional information: h10-additional information received identified the conflicting results were obtained on 08apr2021 and 18mar2021. The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference 1221359-2021-01447.

Event description:
The customer reported multiple conflicting results with the ID now covid-19 assay.contamination was suspected the customer did not specify for the dates and times provided which was associated with the positive and negative results. Additional information was requested but not provided.